Event description:
Clinical adverse event received for pain in whole left knee. Event is not serious and is considered severe. Event is possibly related to both device and procedure. Treatment: oral medication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).